Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string pulled out and the tampon remained inside. This occurred with three tampons. She was able to manually remove the tampons and did not seek medical assistance. No further information has been received.